Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low impedance via remote transmission. The patient was in atrial flutter. When the patient presented for a follow-up in clinic, no noise was seen. No patient consequences were reported. The patient was discharged and will continue to be monitored.